Event description:
It was reported that the patient underwent a procedure to fuse c3-c7 using anterior fixation plate and screws. It was found that the screw at c3 backed out post op. The screw showed being implanted a little bit proud at immediate post op x-rays. The patient was not complaining of pain, however the revision surgery was performed approximately 14 months post op to replace the c3 screw. The backed out screw was replaced. It was confirmed at the revision surgery that the fusion was in progress.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #876-013, 510k #k970806 was cleared in the united states. The explanted implant was not returned. The pictures of explanted screw and some post op x-rays have been sent to the manufacturer. The evaluation is in process. Follow up report will be sent after the evaluation is completed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.